Event description:
Ous MDR - impedance trend shows a short-term impedance drop. Also, this was a rather complex intervention medically. Insulation damage to the lead by electrocautery during the revision cannot be ruled out according to operator.

Manufacturer narrative:
The event date has been corrected. Berlin also received additional information from another source, which was: "patient admitted to the hospital due to rv insulation failure". The returned lead was thoroughly analyzed visually and electrically. During the analysis of the lead, it was noted that the insulation of the lead body was massively damaged by squashing about 32 cm distal of the connector pin. The coatings of the rope conductor to the rv shock lead and to the ring electrode are damaged in that area. These damages are with high probability to be regarded the cause of the clinical complaint. The observed damage manifestation requires excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress on the lead due to the "subclavian crush syndrome". X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. Further defects are probably a result of the explantation process. There were no indications of material defects or manufacturing errors.